Event description:
(B)(4). Started as a stiff back. Progressed to the point that I could not bend over and had to have help getting up from a sitting position. Have been in constant pain in my back and hips ever since.